Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that loss of capture, decreased r-wave sensing values, and decreased lead impedance were observed. The lead was capped and replaced.